Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hartmann's procedure. It was reported that after the implant, the patient experienced labs abnormal for wbc; leucocyte, fluid collection, hematoma, bowel obstruction, adhesions, discharge, distended ileum, torsion of bowel, weakness, fever, somnolence, hypotension, hallucinations, purulent drainage from wound, infarcted sigmoid colon, & septic shock. Post-operative patient treatment included hospitalization, ultrasound, exploratory lap, lysis of adhesions, hemicolectomy, colostomy, release of twist of ileum and staples, & antibiotics.

Manufacturer narrative:
H6 ime e2402: labs abnormal for wbc; leucocyte, torsion of bowel, somnolence, infarcted sigmoid colon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.